Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the g5 transmitter was not found on their smart device. Patient went into the bluetooth settings forgot the g5 transmitter and then re-add it. Patient received pairing notification and the issue was resolved. No additional event or patient information is available.